Event description:
Customer reported the active system produced an undosed result of lo (less then 10 mg/dl). Customer reportedly received a blood result of 155 mg/dl immediately following the undosed result. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.